Manufacturer narrative:
Concomitant medical products: secondary set; 1000ml bag of sodium chloride; 50ml albumin; therapy date (B)(6) 2015. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump infused faster than intended. A 500 ml saline bolus was programmed to infuse at 100 ml/hr with a vtbi of 500 ml but the 1000 ml bag was empty before the 5 hours expected duration. The facility biomed tested the device and could not replicate the event.

Manufacturer narrative:
The customer¿s report that a normal saline infusion emptied faster than intended could not be confirmed. Log analysis noted that the infusion of normal saline was started on (B)(6) 2015 at 1:29pm at 100ml/h with a vtbi of 500ml. The primary infusion was stopped at 3:49pm with the vi infused calculated at 232.332ml, which is appropriate for the infusion duration performed. A secondary infusion of albumin was started at 3:51pm and completed at 4:21pm. The primary infusion resumed following the completion of the secondary with the user changing the rate to 5ml/h at 4:44pm and then terminating the infusion at 4:48pm. The total primary infusion duration for the saline was approximately 2 hours and 43 minutes at 100ml/h and another 4 minutes at 5ml/h. The total calculated vi for the primary infusion of saline was 269.69ml. The actual bag volume could not be ascertained from the log review. Testing and inspection of the pc unit, pump module and administration set identified no malfunctions and the pump module was noted to be infusing within specification. The root cause for the reported event could not be identified.